Event description:
The company received a report that the bronchial portion of the tube appears to be stiff. The customer reported that the pt suffered airway injuries despite smooth placement of the tube. The initial report indicates two occurrences, one was non-direct with a pt, the second was direct with pt contact. The reporter stated that the pt associated to this report expired due to airway complications related to tears at the proximal left mainstem bronchus. The reporter also made the following statement: "we recognize that our pts (in a major academic referral center) are "sicker" with greater potential for airway pathology. Follow up efforts on (B)(4), per phone conversation with reporter and covidien medical officer, provided that there has been no changes in the process or materials to the device. The reporter also discussed the pts comorbities, which may have resulted in the report.

Manufacturer narrative:
Multiple attempts have been made to obtain additional info regarding the events surrounding the circumstances of the report. If new info becomes available, it will be provided in a supplemental report.